Event description:
It was reported during a da vinci-assisted prostatectomy procedure the force bipolar instrument broke and a piece fell inside the patient's abdomen. The broken tip was retrieved during the same procedure. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The intuitive surgical, inc. (Isi) force bipolar instrument has not been returned for evaluation therefore, failure analysis of the product related to the complaint cannot be performed to confirm/identify any reportable failure mode(s). A log review was performed and it was confirmed that the instrument was used on system serial (B)(4) on the event date of 7/27/22. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure. At this time it is unknown what caused the breakage to occur.